Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue through a review of the electronic records from the device. However, it was determined that the device performed to specification during the event and during testing. A clinical review of the event determined that what the customer reported was due to the user not following the CPR prompts. When the user stopped CPR as prompted, the device correctly rendered "no shock advised". However, there were several instances when the device prompted to stop CPR, but user continued CPR, which resulted in the device prompting "shock advised". The patient remained in non-shockable rhythm throughout the event; therefore, the device use did not cause or contribute to patient harm. The customer received a replacement device, and the returned device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device repeatedly alternated between issuing "shock advised" and "no shock advised" prompts. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device repeatedly alternated between issuing "shock advised" and "no shock advised" prompts. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.